Event description:
It was reported to boston scientific corporation that a patient underwent placement of the obtryx halo device (age and weight of patient are unknown). During the procedure, the physician introduced the sling and noticed that the sling mesh material came apart in the center. Follow up information revealed that the physician attempted to apply tention to the mesh after placement, it was noticed that the mesh came apart. The mesh was removed and the procedure was completed successfully with another mesh. No patient complications were reported.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A search for similar complaints was completed and found no other complaints were associated with this lot.